Manufacturer narrative:
Multiple attempts have been made on 25oct2025, 06nov2025, 20nov2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1109 "machine pressure sensor autozero failed" alarm error was displayed on the screen. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from patient use. The customer called technical support to report that at a 1109 "machine pressure sensor autozero failed" alarm error was displayed on the screen. The biomedical engineer (bme) confirmed that the 1109 error code was logged in the event log. The flow sensor assembly was previously replaced several months ago, but the issue remained. The remote service engineer (rse) recommended that the customer verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba)-- if no problem was found, the rse also advised the customer to replace the da pcba to correct the issue and provided the customer with the part number of the replacement da pcba. Device evaluation and repair are pending, and this investigation is ongoing.